Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was at site. The patient observed that the tube was smooth but the small plastic needle in the buttocks or abdomen was blocked causing the insulin to accumulate under the skin and not be absorbed. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.